Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample with a history of an anti-e when tested with biotest cell 3 on tango optimo. The customer returned the patient sample that had caused a false negative test result and the affected cell #2 of the supposedly defective product biotest cell 3. The customer provided two patient samples labelled (B)(6). According to the customer's documentation the samples are from the same patient but with different dates of withdrawal. At the time we received the patient samples and the complaint sample the supposedly defective product was already expired. Nevertheless the patient samples were tested with the complaint sample of biotest cell 3 on tango optimo. We could confirm the customer´s finding. The patient samples were tested with a current lot of biotest cell 3 and yielded the same result. Additionally the patient samples were tested in different tube methods. Both patient samples yielded clearly strong positive results only when using the enzyme method. In the indirect anti-human globulin test the reactions were negative. The tango optimo also uses the indirect anti-human globulin method. As a summary of all test results the anti-e of patient is supposed to be an antibody with a reaction optimum in the enzyme method. The instruction for use contains a note in the section limitation: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." The retention sample of the supposedly defective lot was tested within its shelf life on tango optimo with different samples and controls, e.g. Anti-e, and reacted as expected. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotest cell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of both allegedly defective lots. A preventive maintenance on the affected tango optimo was performed prior to the testing. There is no indication for a malfunction of the affected instrument.